Event description:
Device/procedure outcome: procedure completed, unable to use device - attempted patient outcome: f26: no health consequences or impact. Event description: ecn event description: normal prep and ablation was performed. When we went to the ripv we gave flowers, then baskets, then tried pulling the wire back when it got stuck. What troubleshooting steps took place? What troubleshooting steps, if any, resolved the issue? Tried to push the guidewire out but the wire was still stuck. When the device was out of the body we tried pulling it out from the tip and still couldn't dislodge the tissue what is the next course of action? Replace the catheter patient present at time of event? Yes, patient complications: no patient complications patient outcome: fully recovered procedure number: (B)(4). Event date: 2025-12-22. As reported device codes: 1457: entrapment of device or device component as reported patient codes: 9398: no clinical signs, symptoms or conditions.

Manufacturer narrative:
No device was returned for analysis. The end user did not provide lot traceability; therefore, lake region medical was unable to review the device history records relative to the manufacturing, inspecting, and packaging of this product. The complaint is non-verifiable as the product was not returned for evaluation. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "physician preference" appears to have impacted on the event as reported. Without the return of the actual device in question for evaluation, lake region medical is unable to determine the exact cause for this incident. Lake region medical has no open preventative action specific to manufacturing this product differently.